Manufacturer narrative:
(B)(4). The device has been received and the evaluation is completed. The reported iipv was identified in the event logs. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. Internal / external inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was successfully completed. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) felt full during dwell one on the home choice (hc). The caller indicated the hp had disconnected in fill four of four and the fill volume (fv) equaled 0ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.